Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) was explanted 3 months after implantation due to poor uncorrected vision and dysphotopsia. The iol was replaced with a toric lens. Additional information was requested.